Event description:
Paramedics used the device to administer defibrillation therapy to a person diagnosed in ventricular fibrillation. The device was connected to the pt using another mfg's defibrillation/pacing electrodes. The device allegedly displayed an "energy not delivered" warning message each time an attempt was made to administer a shock to the pt and there was no physical reaction to the defibrillator shocks. A backup defibrillator was called for and after approx 20 minutes made available. Shocks were not administered with the backup defibrillator because the pt was diagnosed as asystolic. The pt was not resuscitated. The facility clinical educator indicated that the reported malfunction may have contributed to the pt's outcome.